Event description:
A surgeons reports an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number of any identification traceable to the manufacturing documentation. Additional information was requested 10/02/2007, 10/08/2007 and 10/16/2007 by mail and phone. No information has been received.